Manufacturer narrative:
H6; code 100: balloon burst. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had incurred holes during surgery, making the instrument non functional. The instrument was received with multiple holes at the base of the balloon, at the attachment ring, approximately 270 degrees from the stopcock position. The instrument would no function as designed due to a damaged balloon. No conclusion could be reached as to how the balloon had become damaged. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly.

Event description:
During an unknown procedure, it was reported by the affiliate that the balloon was torn. There was no consequence to the pt.